Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: patient suffered physical injury and bodily impairment; debilitating lack of mobility; severe past and future physical and mental pain, suffering, and inconvenience; and past and future medical expenses, lost wages and impairment of her power to labor and earn. Patient could not have known that she was injured by excessive levels of chromium and cobalt until after the date she had her blood drawn and she was advised of the results of said bloodwork. Patient has not yet scheduled an explantation of the asr hip implant. Doi: (B)(6) 2008- dor: none reported (right side). Patient is a resident of (B)(6).

Manufacturer narrative:
Update: 11/28/2011, plaintiff's preliminary disclosure form was received. There is no new information that would change the outcome of the investigation.